Manufacturer narrative:
Concomitant medical products: 6947 lead implanted: (B)(6) 2008; 4039 lead implanted: (B)(6) 2007; 4137 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their recently implanted implantable cardioverter defibrillator (ICD) indicated a battery longevity that was much less than expected via a phone application. The device remains in use. No patient complications have been reported as a result of this event.